Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: two events; lot # 25073019. Two faulty tubing sets identified on (B)(6) 2025 and (B)(6) 2025 respectively. All tubing sets have been discarded.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the customer reported leakage from the infusion set. One photo was submitted for leakage reported. Evaluation of the photo indicates that there is a leakage on the tubing in the area of where the tubing meets the drip chamber, however, the photo provided is not detailed enough to determine where the leakage is coming from. The customer complaint of leakage is confirmed. Due to no physical sample being received, a complete investigation could not be performed and a root cause could not be determined. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.